Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation in excellent used condition. Visual inspection performed. Reported issue not verified in event history log (ehl). Patient settings and data lost alarms found instead. Date and time found reverting back to 2005 settings upon viewing ehl. Tried to replicate the problem by turning the unit on and off, all good. Ran pump overnight and there were no alarms or error codes being experienced. The customer's problem could not be replicated. Root cause could not be determined. Preventative maintenance (pm) and calibration performed. The solis pumps are to be sent back to the customer and the "wireless module intermittent connection issues" are to have their respective comm-modules sent to the us for investigation. Replaced board on the unit itself to resolve date and time issue. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that there was a ¿wireless module intermittent connection with pump¿ error. Event occurred during upon opening by health professional at hospital. There was no patient involvement, and no patient harm/adverse event reported. Per reporter, the cause of the issue is due to the design of the plastic mount that they attach to the back which causes the wireless module and battery to push up slightly when you screw that plastic adapter to the pump thus giving you that wireless connection error.